Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.5/171 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. This resolved the problem. Cause is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).